Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Pump reset information was provided by cts, who assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if the malfunction code recurred. The caller acknowledged and understood these instructions.